Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to mfrs: (B)(4).

Event description:
It was reported that while using the sheath with the high frequency unit, the high frequency unit exhibited an error (instrument cannot be recognized. Upon checking the plasma electric cutting interface, it was found that the interface was loose and suspected that poor interface contact had caused the malfunction. The issue occurred during an unknown therapeutic surgery. The procedure was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction: d4 (was inadvertently selected on initial mw and should have been blank) based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted e4 initial reporter also sent the report to the FDA. Should have been yes.